Event description:
It was reported that pump touchscreen became unresponsive to touch. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.